Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, alerts for tachycardia episodes were observed. Upon review of the session records, it was clear that this was post-sense t-wave oversensing issue. Programming changes were made to resolve the issue of the post-sensed t-wave oversensing. Patient was stable.